Event description:
A report was received that the patient developed a hematoma in the epidural space. The physician moved the paddle lead in order to decompress the hematoma. The physician repositioned the paddle lead back to the correct position and the patient was reportedly doing well following the procedure.